Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had multiple failed battery test alarm on the insulin pump. The customer reported the alarm would occur when changing the battery. It was found the alarm would occur 25 percent of the time. The customer's blood glucose was unknown at the time of the call. The customer declined to return the insulin pump for analysis.